Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter was reading inaccurately compared to how she felt. The complaint was classified based on the customer service representative (csr) documentation, since the patient declined to answer any questions regarding the alleged issue at the time of the initial call to lfs and during a follow-up call. It is not known when the alleged meter inaccuracy issue started. The patient informed the csr that she had developed "strong symptoms" the day prior to calling lfs and several times before. The csr noted that the patient also reported that every time she had a "reaction," it would be the result of compensating after seeing an inaccurate result on the subject meter. It is not known what medications, if any, the patient takes to manage her diabetes. It is also not known what blood glucose readings the patient was obtaining with the subject meter which she felt were inaccurate. It is also not known the specific symptoms the patient reportedly developed and if she received any medical treatment in response to the symptoms. At the time of the initial call to lfs, the csr noted that replacement products were not sent to the patient due to the patient disconnecting the call. This complaint is being reported because the patient potentially developed signs/symptoms suggestive of a serious injury after adjusting her medication based on an inaccurate reading she obtained with the subject meter.